Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of a suspected atrial tachyarrhythmia resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Data review determined the observed oversensing was associated with a change in morphology and reduced r-wave amplitudes. Rhythmcare then provided further troubleshooting options to be considered at the next follow up appointment. This device remains in service. No adverse patient effects were reported.